Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced non-auditory sensations and decreased performance. Programming adjustments were made, however, the issue was not resolved. The recipient also experienced swelling at the implant site. On (B)(6) 2017, the recipient was prescribed bactrim ds 800mg-160mg orally twice daily for 10 days, and prednisone 10mg orally for 15 days. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well and is no longer experiencing non-auditory sensations.

Manufacturer narrative:
On (B)(6) 2017, the recipient was reportedly prescribed a 2 week taper of 10mg prednisone. The external visual inspection revealed the electrode was severed near the array and sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array and sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed all of the electrical tests performed. This is the final report.